Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead had unstable thresholds. The lead was attempted several times but gave unsatisfactory thresholds. This lead was removed and replaced. No patient complications have been reported as a result of this event.